Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration, visibility/palpability.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) "device migration", "implant malposition" and "change shape/size/style". This record is for right side. Device was explanted.